Event description:
It was reported that an ilet pump developed a cracked screen, after which the family could not unlock the device and the pump was not working; the screen was not usable, and the device had not been synced prior to shutdown. Symptoms included no reported adverse clinical effects, and blood glucose remained stable while the patient reverted to backup therapy. Outcomes included no injury and no alarms or alerts reported. Investigation included review of the complaint details and provision of troubleshooting and education, with plans for device return and replacement. Investigation of this case revealed physical damage to the display that impaired device usability. It was concluded that the device sustained screen damage resulting in loss of function, with user supported to continue therapy via backup methods and to initiate the replacement start-up process.